Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned. The device was not returned

Event description:
It was reported that the nurse called back a few minutes later and stated they have neonate trying to rewarm, but was not reaching the target temperature within the expected time frame. Patient temperature was 35.3c at 4:30pm and finally increased to 35.5c at this point. Mis wanted to verify everything was working correctly. Target temperature was 36.5c, water temperature was 39c, flow rate was 0.9 lpm. Trend showed 1 bar trending upward. Mis advised device appeared to be responding appropriately and trend indicates patient temperature was going to continue to increase towards target temperature. Mis discussed adding rolled blankets to the sides to taco in the baby and increase coverage. Mis also discussed turning on the radiant warmer for additional assistance.

Event description:
It was reported that the nurse called back a few minutes later and stated they have neonate trying to rewarm, but was not reaching the target temperature within the expected time frame. Patient temperature was 35.3c at 4:30pm and finally increased to 35.5c at this point. Mis wanted to verify everything was working correctly. Target temperature was 36.5c, water temperature was 39c, flow rate was 0.9 lpm. Trend showed 1 bar trending upward. Mis advised device appeared to be responding appropriately and trend indicates patient temperature was going to continue to increase towards target temperature. Mis discussed adding rolled blankets to the sides to taco in the baby and increase coverage. Mis also discussed turning on the radiant warmer for additional assistance.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is a circulation pump component failure. However, this cannot be confirmed. Patient temperature was 35.3c at 4:30pm and finally increased to 35.5c at this point. Mis wanted to verify everything was working correctly. Target temperature was 36.5c, water temperature was 39c, flow rate was 0.9 lpm. Trend showed 1 bar trending upward. Mis advised device appeared to be responding appropriately and trend indicates patient temperature was going to continue to increase towards target temperature. Mis discussed adding rolled blankets to the sides to taco in the baby and increase coverage. Mis also discussed turning on the radiant warmer for additional assistance. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The serial number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.